Event description:
It was reported that shaft break occured. The target lesion was located in the heavily calcified circumflex artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, the shaft broke around 6-8 centimeters, the device was completely removed from the patient. There were no patient complications nor injuries reported.